Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She then received a failed battery test alarm. She was unable to clear the alarms. Customer's blood glucose level was 164 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.